Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). Three months later vad coordinator notified the manufacturer that the pt reported their system controller failed the self-test, the battery fuel gauge was not working and that they had inadvertently disconnected the system controller from the lvad percutaneous lead. The vad coordinator replaced the system controller and has sent it to the manufacturer for analysis. The pt remains on electric actuation of the lvad while awaiting a heart transplant.